Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the multiple drawers were failed and was keep on disconnecting. The customer stated that the malfunction occurred when the user tried to issue medication to the patient which resulted in delay since the user obtained medications from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) reseated the row board cables in the drawer used the hardware acceptance test to verify the proper operation. After that all the tests passed. The system functioned as intended after the field service engineer repaired the device.